Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The hypoglycemia followed approximately 4 hours of hyperglycemia and then a usual for me dinner meal announcement. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Insulin dosing was suspended for approximately 2 hours of the hyperglycemic excursion due to an insulin occlusion. Review of the user's data also showed that a significant majority of their meals were announced as less than usual. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by the user announcing a majority of their meals as less than usual, which caused the meal doses to adapt upwards, and then announcing a usual for me meal, where the dose was likely too large. In addition, the user's failure to address the insulin occlusion during their hyperglycemic excursion increased correction insulin dosing later in the excursion, which increased their risk of hypoglycemia.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. After having dinner, which included a pork chop and mashed potatoes, the user's blood glucose dropped, with the dexcom g7 continuous glucose monitor (cgm) reading 47 mg/dl. The user did not perform a fingerstick to verify the accuracy of the cgm reading. Concerned for her well-being, her sister came over and provided her with a glucose tablet and some pepsi. The user's blood glucose returned to a normal range after approximately two hours.